Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated device and observed that the control unit was not functioning and was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is misuse, abuse and/or error. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had no function when switched on. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.